Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced loss of pain relief from the scs system. X-rays indicated the lead had migrated out of the epidural space. Subsequently, surgical intervention was undertaken to explant and replace the lead. The patient received effective stimulation post-operative.